Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was not charging. The ventilator was not in use on a patient at the time of the event occurred.